Manufacturer narrative:
The alleged issue of the 3g torque 3 power wheelchair falling off a van ramp could not be confirmed, and the underlying cause could not be determined. The left and right motor/gearbox assemblies are awaiting return, and if additional information becomes available a follow up will be filed. The reporter was unable to provide any additional information including the specifications of the ramp being used. The user manual provides many warnings regarding the use of the chair on ramps. Based on the available information its unclear what, if any medical treatment was sought for the broken legs. Based on the information available it is unknown what, if any malfunction occurred.

Event description:
The dealer stated the following information was obtained from the end user: the end-user was going up a ramp into his van and the 3g torque 3 power chair went off the side. The end-user alleged: when you let off the joystick the chair would continue to roll, the brakes would not hold on the ramp, the chair would roll backwards, and the motors have a lot of play in them. The end user reported to the dealer he was not sure exactly how the chair rolled off the ramp. The end user sustained bilateral broken legs from the incident.

Manufacturer narrative:
The left and right motor/gearbox assemblies were returned for an evaluation. A visual observation found the left motor/gearbox assembly was dirty, had debris and corrosion present. Once the brake cover was removed liquid ingress and corrosion was observed. Brake holding torque was found to be 54-ft-lbs in the clockwise direction and 53-ft-lbs in the counterclockwise direction. The right motor/gearbox assembly was dirty, had debris and corrosion present. Once the brake cover was removed liquid ingress and corrosion was observed. Brake holding torque was measured and found to have no torque in either direction. Functional testing found when giving a drive command the left motor/gearbox drove the output shaft, but the right motor/gearbox didn't drive the output shaft. Further evaluation of the right motor/gearbox found grease leaking at the gearbox input seal. Also, the coupling had cracks on both sides of the rubber portion of the coupling. Finally, the input shaft of the gearbox could be rotated, and it did not rotate the output shaft, and when the output shaft was rotated the input shaft did not rotate. A grease leak from the gearbox input seal into the motor, cracks on the coupling for the motor and gearbox and the gearbox failure to rotate either the input or output shafts all could result in the right motor/gearbox rolling backwards. However, based on the evaluation, the exact cause of the damage resulting in the failure on the right motor/gearbox, could not be determined.

Event description:
Dealer states the patient states the motors have a lot of play in them and he was going up a ramp into his van and chair went off the side, breaking both legs. He states when you let off the joystick the chair would continue to roll. He states the brakes would not hold on the ramp either and would roll backwards. He states he was not sure how it rolled off the ramp exactly. The end user just told him he broke both of his legs. He states the end user did not go into detail about the alleged incident. He states he has not seen this chair in a while and he has not himself witnessed the issue. He states he can return the motors for evaluation, but he isn't sure what date the repair will be scheduled for. He states the end user is elderly but is very active and owns and runs a business. He states the issue has been reported to them for a while but the tech that initially knew about it no longer works for his company. He did not have further information.